Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was overriding the calculation that was in there as far as the insulin delivery that is programmed into it. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the issues started when they got the current insulin pump. The customer stated that the issue has increased to 40 % which was initially 20 %. The customer stated that they tested four times and bolused three times. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Device passed the dat test at 0.08744 inches.